Event description:
When the physician removed the catheter from the packaging hoop, it was found to be fractured at approx 40cm from the tip.

Manufacturer narrative:
Technical eval: the catheter was returned in two segments. The distal segment is 40.1 cm in length with an extra 0.15 cm of interior tubing protruding. The broken edges are clean and appear to be on a material joint. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l15020). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.